Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had low blood glucose of 47 mg/dl, which was treated with food. Customer was newly trained on insulin pump therapy. During troubleshooting, customer was advised that settings seemed low. Customer was not familiar with her settings and will speak with educator regarding settings. Customer would revert to flex pens in the meantime. Customer's blood glucose at the end of call was 117 mg/dl.